Event description:
During implant procedure, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly couldn¿t be confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench off-center at angles through the septum instead of a vertical straight down center insertion. There are also indications the wrench was not being aligned to go into the hex inset. Lab testing shows with correct wrench insertion the torque wrench fully inserted into the inset and the setscrew could be fully tightened and loosened normally. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.